Manufacturer narrative:
Continued from event: additional information received reported that there was no issues with the patient's anatomy and the vessels were straight and free of calcification. There were no issues reported when positioning the device and no covering of the bare stents when removing the device. The navion device (B)(4) was used to complete the procedure. There was no initial difficulty with rotation of the handle. The device was flushed three times with a 20ml syringe of nacl and a lunderquist wire was used but no sheath. The patient has been discharged. Film evaluation summary: the exact cause of the reported deployment difficulties could not be determined from the single pre-implant image returned. CT¿s prior to implant were not available and a complete assessment of the patient¿s anatomy could not be performed, and images during implant were also not provided and the reported events could not be assessed. A single pre-implant 3d recon image of a CT from an unknown date was returned. The films did not have any visible scale; therefore, no vessel measurements could be performed and the amount of any thrombus could not be determined. The thoracic arch was cut-off and partially obscured at the top of the image, which revealed that the visible portion of the thoracic arch and proximal section of the descending thoracic did not appear noticeably tortuous. However, an acute angulation of the thoracic of ~70 deg was seen approximately 4cm above the level of the celiac artery. The abdominal aorta appeared to contain a previously placed surgical graft or a possible stent graft(s). Approximately 3 ¿ 4cm below the renals the blood flow appeared bifurcated and continued bifurcated down both common iliac arteries. The iliac arteries were moderately tortuous, but the right iliac was not entirely visible and could not be comprehensively assessed. An ~90deg kink was seen at the left limb flow lumen near the level of the distal aorta, and both limbs of the likely surgical graft appeared to have been extended into the distal portion of the common iliacs or possibly into the externals. The lumen diameter within the limbs/surgical graft and external/femoral arteries is unknown, and the access vessels showed no appreciable calcification. It is unclear if the patient¿s angulated anatomy, as evidenced by the acute angulation noted within the descending thoracic and the left iliac limb, or from implanting via the previously implanted surgical graft or stent graft(s), may have had the potential to have led to delivery system damage that may have contributed to the reported events. Analysis of the returned films did not reveal any other potential anatomical characteristics that could explain the reported event. A device issue cannot be ruled out as a potential cause. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary the most likely cause of the deployment issues was that stent graft deployment was attempted with a partially engaged trigger, resulting in handle skipping at forces less than that required to deploy the stent graft. A possible contributory factor was that ro marker band ID was below specification in all three devices, potentially leading to increased deployment forces. It could not be determined through device analysis if the trigger had become partially engaged during manufacturing handling or during clinical usage. It was determined that it was not possible for trigger to become partially engaged in the packaging during transport. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was attempted to be implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during deployment, after the bottom of the bare stents were deployed, the delivery system make a click when the blue slider was being rotated. The blue slider was rotated but nothing happened. As there was a second navion device available, the device was removed without any difficulties, and the other device was used without any issue. As per the physician, the cause of the event cannot be determined, but it was reported that the system did not work well. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
The blue slider was rotated but after the first 1.5 cm, the device outer sheath did not move any further. The physician did not want to use the bail-out scenario, as there was a second navion device available. If information is provided in the future, a supplemental report will be issued.